Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2e 3.6mg plus blood collection tubes experienced broken lid/cap and hemogard shield. The following information was provided by the initial reporter: translated to english. The customer stated "a cap was found to be damaged."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® k2e 3.6mg plus blood collection tubes experienced broken lid/cap and hemogard shield. The following information was provided by the initial reporter: translated to english. The customer stated "a cap was found to be damaged.".